Event description:
It was reported that the pt underwent a spinal procedure at l5/s1 for vertebral canal stenosis. While a surgeon was twisting off a setscrew at right side l5, the counter torque wrench was detached from the screw lab and damaged the dura mater. The surgeon repaired the damaged dura mater. The pt was reportedly doing well post-op.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the cause of the event.